Event description:
It was reported that a user of an ilet insulin pump experienced a nocturnal low blood glucose event, with cgm indicating a drop from 145 mg/dl to 65 mg/dl, while the system had briefly entered bg run mode due to a cgm disconnection and after recent target changes; the device was synced with the mobile app and used with lispro insulin. Symptoms included hypoglycemia. Outcomes included self-management without medical intervention. Investigation included review of reported use conditions, pump operating mode, recent target setting changes, and patient troubleshooting over the phone. Investigation of this case revealed no confirmed device malfunction and an unclear precipitating factor, with potential contribution from bg run operation and recent target adjustment. It was concluded that the event was hypoglycemia with cause unclear, and user education and referral for additional training were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.